Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted stryker to report that their device did not power on as expected. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to confirm the reported issue. After clearing the service code proper device operation was observed through functional and performance testing. This device was archived and the customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
A distributor contacted stryker to report that their device did not power on as expected. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.